Manufacturer narrative:
Maquet representative found the flaking paint was due to excessive rust on the surgical light system. The customer reported using a cleaning product containing substances incompatible with the maquet lighting equipment. Info concerning what solvents can and cannot be used for cleaning and sterilization is included in the device's instructions for use manual (powerled nu 0158102 ed2c). The customer has ordered replacement components; repairs are not yet completed. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer reported flaking paint chips detaching from the surgical light suspension arm. No injuries were reported to maquet. (B)(4).